Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, this complaint describes an event where the catheter detaches and is stuck inside the end user. In this event, the end user¿s sister/caretaker is aiding the end user in the insertion of the catheter. This event is narrated by the sister. When the catheter detached, the end user was admitted to a walk-in clinic where a health care provider removed the catheter. The end user had undergone some scans, which have revealed a ¿foreign object¿ presumably a broken catheter tip. From the latest information, the end user is still awaiting further scans and surgery date to remove the foreign object. The end user is still catheterizing 4 times per day. The end user experiences abdominal and pelvic pains. However, there has not been any signs of blood or added discomfort when catheterizing. No more information is available at this time.